Event description:
The lay user/pt contacted lifescan (lfs) on july 26, 2006 alleging that her one touch ultra meter displays the apply sample icon. A medical affairs specialist (mas) spoke to the pt on july 27, 2006 and obtained/verified the following info: for the past 2 weeks the pt had obtained an apply sample icon on her one touch ultra meter. She tests her blood glucose twice a day and has a home health nurse who comes to her home daily and tests her blood glucose. Sometime last week in between 10-12 pm the pt felt light headed. She tried to test on her meter and obtained the apply sample icon. Since her home health nurse was at the house she tested her blood glucose on the nurses meter and rec'd an 80 mg/dl. Pt drank juice as advised by the nurse and felt better. In 2006, the pt went to the physician's office due to neuropathy. Her physician tested her blood glucose on his meter and obtained a 167 mg/dl and did not treat her for her diabetes. He advised her to contact lfs for assistance with her meter. She had rec'd readings in the mid 130 - 180's prior to the meter not working. The test strips were in good condition and not expired. The technique of applying the blood on the test strip was correct. Customer care advocate (cca) had the pt retest using a new vial of test strip and issue was resolved via troubleshooting. Cca sent the pt a replacement meter. The complaint is being reported because the pt was unable to test on her meter due to the apply sample icon for 2 weeks and experienced symptoms. She tested on the nurses meter and obtained an 80 mg/dl and drank juice after obtaining the reading and felt better.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.